Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: whipple. Event description: "surgeon feedback for transection trigger is a bit hard. Easy to unintentionally press the activate button during manipulation." Additional information was received via email on 19sep2023 from territory manager" the surgeon said the blade lever required more force to activate comparing to [competitor device]. So, he just applied more force. This issue was observed within the first case. The device was activated around 3 times before the experience occurred. Additional information was received via email on 25sep2023 from territory manager: the date the feedback was originally collected was on the date of the event, 29aug2023, not 30may2023. Product not available for return type of intervention: "yes". Patient status: normal.

Manufacturer narrative:
The event unit will not be returning to applied medical. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: whipple. Event description: "surgeon feedback for transection trigger is a bit hard. Easy to unintentionally press the activate button during manipulation." Additional information was received via email on 19sep2023 from territory manager" the surgeon said the blade lever required more force to activate comparing to [competitor device]. So, he just applied more force. This issue was observed within the first case. The device was activated around 3 times before the experience occurred. Additional information was received via email on 25sep2023 from territory manager: the date the feedback was originally collected was on the date of the event, (B)(6) 2023, not (B)(6) 2023. Product not available for return. Type of intervention: "yes". Patient status: normal.